Event description:
The customer reported that a pt death occurred, and that they were unable to retrieve any data.

Manufacturer narrative:
The customer reported that a pt death occurred and that they were unable to retrieve any data. There is no indication that the philips monitor was a factor in the death of the pt. Philips is in the process of obtaining additional info regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)